Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that while deploying the xience v stent a dissection occurred, which required treatment with an additional xience v stent. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - dissection, in the IFU is a known adverse event associated with coronary stenting and not necessarily an indication of a product quality deficiency. Additionally, dissection is listed in the no fault risk assessment as a no fault procedural complication. Dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and device size selection. The IFU also states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention. A conclusive cause for the patient effect, and the relationship to the product, if any, cannot be determined.